Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2011, the patient underwent repair of an abdominal aortic aneurysm and bilateral iliac artery aneurysms. A proximal type I endoleak was noted; therefore, an aortic extender component was implanted. When the deployment knob of the aortic extender component was pulled, strong resistance was felt and the deployment briefly stopped. A snapping sound was heard and the device fully deployed moving distally by 5 mm from the target position. It sounded as if the deployment line had broken. The patient tolerated the procedure.